Manufacturer narrative:
The sample collection and centrifugation information was not provided. Qc was within the customer's established ranges prior to and after the event. The patient's sample was sent to customer product line support (cpls) for additional testing. Results are pending. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Manufacturer narrative:
Customer product line support (cpls) stated that cortisol and hydrocortisol are labeled as the same molecule. Since hydrocortisol is the same molecule as cortisol, there would be no cross reactivity and/or interference. Based on the information gathered, the MDR is classified as user error and not a malfunction.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected cortisol result for one patient's sample that was generated by the unicel dxi 800 access immunoassay system. The result was reported out of the laboratory. The original sample results were 1425.8 and 1538.1 (nmol/l). Subsequent samples from this patient resulted similarly above the normal reference range. Unknown if patient treatment was withheld or administered based on the high cortisol results.